Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was extracted via a transfemoral extraction. The lead required extraction due to the patient presenting with mild pocket swelling and remittent fevers. Laboratory testing confirmed positive blood cultures and endocarditis was evident during the extraction. The lead was fully extracted during the transfemoral approach; no reported patient complications. The serial number of the lead was not provided in the publication and the author did not reply to our request for additional information.